Event description:
It was reported that a patient's settings were found to be different than what was intended at a routine office visit. The physician indicated that the patient left the office in october 2009 set at 2/25/250/30/5, however, when the patient returned to the office in (B)(6) 2010, the settings were 1.5/30/500/30/5. The physician stated that they always interrogate the device prior to the patient leaving the office so, she is certain the settings were correct in (B)(6) 2009. Good faith attempts to obtain a copy of the physician's flashcard are currently being made.